Manufacturer narrative:
No additional device information received, initial surgery unknown. Issue detected during radiographic review. Device still implanted or not returned.

Event description:
Roi-a : sacral fracture detected per radiographic finding. No other information communicated.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. After several attempts to obtain information, it was not possible to get the complaint form. Therefore, the reference and lot number of the product is not known. It was not possible to perform the review of the device history records. Based on the review of the case, the recurrence of this type of event for this implant and on the lack of information, the root cause of the event cannot be determined. Requests for additional information did not receive a response. It could not even be possible to make hypothesis about the root cause of the event. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown.

Event description:
Roi-a : sacral fracture detected per radiographic finding. No other information communicated.